Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problems, the patient was seen at the center for device evaluation. External equipment was exchanged. Testing performed confirmed that the device was not functioning. Surgery to explant the device has been scheduled.